Event description:
It was observed that during the device evaluation, the camera head exhibited flooding of the device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the actual device was flooded. A definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) issues the following warning: ¿do not strike the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.